Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was not sure what led to the emi , however, went from sedentary to consistent 5 plus mile walking per day and had lost 120 plus pounds. The patient stated before the event they were 200 pounds and currently (B)(6) pounds, however, her weight during the event of lead break was 175 pounds.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v365054, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v365054, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient the patient had to go in twice when the ins was replaced. The patient clarified that they went in for a "rhizotomy" in (B)(6) 2015 for their l4 or l5 (confirmed to be unrelated to the ins/therapy), but the patient thought that it had "fried the battery" because after the procedure the patient lost therapy. The patient went to have the battery replaced, but the lead was found to also be broken. Both the lead and the ins were replaced. There were no further complication reported or anticipated.